Event description:
On an unknown date, a male patient was implanted on his left side with synthes devices, a femoral plate and proximal screw. It was reported that the patient had an above average activity level. Subsequently, the patient underwent another procedure on (B)(6) 2013: the patient was implanted with a primary hip replacement stem. The distal tip of the stem was inserted and rested at the level of the proximal screw in the plate. A lateral fracture was created. It was unknown whether the fracture occurred during the primary hip procedure or post operatively. On december 4, 2013, the femoral plate and screw were explanted. The stem was well fixed and was left in place. The original head was revised to a ceramic head. This report is for an unknown proximal screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown proximal screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that a stress riser led to the fracture. On (B)(6), 2013 the femoral plate and an unknown quantity of screws were explanted. The patient was revised to a new plate. It was reported that the procedure was successfully completed. This report is for multiple unknown screws. This is report 2 of 2 for (B)(4). This report is for multiple unknown screws.